Event description:
Customer reports having incorrect unit of measure on her adc meter. The customer also reports seeing a battery icon and having other settings of the adc meter changed which indicates a potential memory overwrite issue. No death or serious injury was reported. Meter units were in mg/dl, customer was expecting mmol/l.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.